Manufacturer narrative:
The evaluation revealed the returned device's critical mating feature (top surface that mates with the poly bearing) are within specifications. The marks observed on the surface were most likely caused by the extraction of the implant. The damage to the bottom surface was likely caused by the removal process and subsequent handling. The catalog number, ar-503-tttd and lot number 1191337 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-tttd and lot number 1191337 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that the patient had a bi-lateral tka procedure (B)(6) 2014 during which time the patella was not resurfaced. On (B)(6) 2019 the patient underwent a revision left tka by the same surgeon. The revision was done because the patient x-rays were reported to show tibial subsidence causing chronic pain. The revision was completed by using another manufacturer's product. The following are the arthrex products which were originally implanted during the 2014 procedure. Each of these products were explanted on (B)(6) 2019: ar-503-tttd tibial tray implant (lot 1191337), ar-503-psle femoral implant (lot 108761324), ar-503-bd12 bearing implant (lot 113601234).